Event description:
It was reported that there was both a right atrial (ra) lead warning and a right ventricular (rv) lead warning. The ra lead warning occurred the day after implant and the rv lead warning's date was unreported. It was noted that the impedances measured normally in the clinic and the trends looked stable, however both high and low impedance measurements were measuring zero for the current day's lead trends. In addition, the rv lead had high threshold in the clinic, but it appeared to have been high since implant. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5092-58, implantable pacing lead, implanted: (B)(6) 2011. Product ID: addrl1, implantable pulse generator (ipg), implanted: (B)(6) 2011. (B)(4).